Event description:
It was reported that burr became stuck on guidewire and in the lesion. The target lesion was located in left superficial femoral artery. A 2.50mm peripheral rotalink plus was selected for use along with a rotawire. During procedure, the physician noted the burr became stuck in the forward-throw position. The rotawire and the burr catheter could not be pulled back as a system. It was thought that the catheter was stretched. The burr did not 'pop' through the lesion and the physician believed that the lesion was preventing him from removing the system or wire. There was no kink in the sheath or any other issue noted. A balloon was delivered alongside with the catheter and plasty the lesion. The system was removed as a unit without harm to the patient. A new 2.25mm burr was introduced to treat the lesion and completed the procedure without further complications. The patient was fine post procedure.

Event description:
It was reported that burr became stuck on guidewire and in the lesion. The target lesion was located in left superficial femoral artery. A 2.50mm peripheral rotalink plus was selected for use along with a rotawire. During procedure, the physician noted the burr became stuck in the forward-throw position. The rotawire and the burr catheter could not be pulled back as a system. It was thought that the catheter was stretched. The burr did not 'pop' through the lesion and the physician believed that the lesion was preventing him from removing the system or wire. There was no kink in the sheath or any other issue noted. A balloon was delivered alongside with the catheter and plasty the lesion. The system was removed as a unit without harm to the patient. A new 2.25mm burr was introduced to treat the lesion and completed the procedure without further complications. The patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. The sheath is torn at the strain relief. The coil has become stretched due to manipulation during the procedure. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. A device to device interaction test was performed by inserting a test guidewire into the device and it was able to pass through the entire device with no issues. Functional testing was performed by attempting to rotate the drive shaft, however, it was unable to rotate due to a melted ultem. Inspection of the remainder of the device presented no other damage or irregularities.